Event description:
A pump infection was suspected because the patient had had very unexplained continued fevers. They wanted to aspirate csf (cerebrospinal fluid) to test for infection. It was noted that there were no audible pump alarms. The pump was checked approximately 2 weeks prior to this report. The device system was delivering lioresal. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).